Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the photos provided by the facility were reviewed and during the removal of the lens, the haptic was broken when grabbed with forceps. (B)(4).

Event description:
The reporter indicated the surgeon found a ks-1 preloaded injector lens had subluxed in the patients eye and was explanted in (B)(6) 2018. The lens had been implanted in the eye for 10 years. During the explant of the lens, the haptics were broken. There was no patient injury during removal of the lens. The surgeon indicated the event was not lens related.